Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charges and boot up: passed. Functional testing was performed and passed. A review of the data log confirmed the reported event of loss of connection, however the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.